Event description:
Zimmer size 59 reamer trial broke off in the patient's hip while surgeon was using it. Surgeon was able to retrieve the broke piece and the procedure continued as planned. The pieces were sent to spd for cleaning and given to the rep to return for analysis.